Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section e1. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted. No additional adverse patient effects were reported. This device was already returned.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information indicated that this device was successfully explanted. No additional adverse patient effects were reported. This device has not been yet returned.

Manufacturer narrative:
This report is being submitted to update section b1, b2, b5, h1 and h6 impact codes. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. At this time, no further information is available. Should additional information become available this report will be updated.